Event description:
This case was reported by a consumer and described the occurrence of red blood cell count decreased in a female patient who received corega (super poligrip original denture adhesive cream) for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started corega (dental). At an unknown time after starting corega, the patient experienced red blood or platelet count decreased ("my red blood count or platelet count was 2 or 3"), blood zinc increased from three to 15 times normal. Myeloneuropathy, inability to walk, inability to dorsiflex feet or hands, no feeling in toes, and tingling of feet. The patient stated that sometimes when she stands, it feels like the room is spinning and she has fallen down. At time of reporting, she does have measurable copper level. The patient was hospitalized. The patient was treated with copper salt (copper), vitamin d, folic acid, epoetin alfa (procrit) and pegfilgrastim (neulasta). Treatment with corega was continued. At the time of reporting, the events of increased blood zinc level, myeloneuropathy, inability to walk, toes numb, tingling of feet, feeling of room spinning, cannot dorsiflex hands, cannot dorsiflex feet, falls, have not yet resolved. It is unknown if events of red blood cell count decreased, platelets decreased, abnormally low copper in blood, have resolved.

Manufacturer narrative:
The consumer started using super poligrip 8 years ago. She uses it 2-3 times a day. She almost always uses the super poligrip original and occasionally used the super poligrip with poliseal. She states she and her significant other use 1 tube per week between the two of them. He uses it only once every 1-2 days. Upon telephone follow-up obtained on 22 january 2009, the patient provided the following information: in 2003, she had blood testing because she had a cyst removed from her hand at the site where she had fractured her hand in 2002. The blood tests showed her white blood cells to be "3", her red blood cells or platelets to be "2 or 3". The patient did not indicate whether the wbc count of 3 was different from baseline. She had 3-4 blood transfusions during 2003 and 2004. She was hospitalized for 1 night at the time of one of the transfusions. The other transfusions did not require hospital admission. She reports that in 2005 her serum zinc was 15 times normal and she had no copper in her blood. She had tests including bone marrow biopsy, nerve biopsy, spinal tap. She reports her current diagnosis is myeloneuropathy. In 2009, her serum zinc was high at 244 (units and normal range not provided). She reported that she never had zinc in her urine. She reported that if her zinc goes up to 5 times normal, she has a sensation of the room spinning when she stands and has fallen. The patient reported that she uses a wheelchair and leg splints. (It was not reported whether the patient was using a wheelchair prior to the use of super poligrip.) Neigher the products nor lot numbers for these products are available.